Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
A right atrial (ra) lead was returned for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.